Manufacturer narrative:
Gehc surgery field service engineer troubleshoot system. Unable to duplicate problem. System operating as intended.

Event description:
User reported in 2007 that the uroview table booted with an error 421, table motion error. Service was scheduled for later that day. No pt involvement was reported.